Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope switch 4 did not work. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of switch 4 did not work was confirmed. The device evaluation found foreign material in the nozzle. The customer confirmed the following details regarding the reprocessing: the device was cleaned, disinfected, and sterilized before returning to olympus, there was no delay in the start of precleaning, the air/water nozzle was flushed with water and air, and there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges, and the air/water nozzle was flushed with the detergent solution. The customer did not know what the foreign material was and there were no concerns about the reprocessing. Non-reportable findings found during evaluation were: switch 4 did not work due to damage, an image was frozen and recorded on its own due to damage on switch 4, bending angle in up direction does not meet the standard value due to wear of angle wire, plastic distal end cover had a scratch, scope connector cover unit had a scratch, electrical contact of endoscope connector had a scratch, electrical contact of endoscope connector had a discolored area, suction connector had corrosion, suction connector had a scratch, protector of universal cord on suction connector side had a scratch, universal cord had a scratch, image guide protector had a scratch, grip had a scratch, scope cover had a scratch, switch box had a scratch, forceps elevator lever had a scratch, forceps elevator knob had a scratch, upward/downward angulation control knob had a scratch, right/left knob had a scratch, control unit had discoloration, control unit had a scratch, water removal ability did not meet the standard value due to clogging of nozzle, adhesive on bending section cover had a crack, adhesive on bending section cover had a chip, the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire, connecting tube had a scratch, and connecting tube had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.